Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The investigation can draw no conclusions with the information provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to elevated ions and pseudotumor from metal debris. The liner could not be removed from the cup which caused a 1.5 hour surgical delay.